Manufacturer narrative:
Occupation: occupation is lay user/patient. Device evaluated by MFR: the customer did not return the test strips.

Event description:
The initial reporter complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The date of event is not known. The customer had a result from the laboratory of 2.2 inr. The customer went home and tested on the meter within 20 minutes of the draw for the laboratory with a result of 3.0 inr. No changes were made to the customer's coumadin dose. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer feels ok. The customer has not cleaned the heater plate recently. The customer is not anemic, is not on heparin or other direct thrombin inhibitors and does not have anti-phospholipid antibodies. The customer had injections with unknown medications recently. The customer was not able to specify what these medications were. The customer has not had any diet changes, has not been ill recently and has not had any abnormal bleeding or bruising. The meter and test strips were requested for investigation. The meter was returned; the test strips were not returned. Retention test strips were measured with the returned meter with liquid qc of a low level: qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.0 - 1.4 inr). All measurements were without error messages. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.